Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after one month, the unsuccessful filter retrieval attempts were performed. Inferior vena cavography demonstrated filter tilt with approximately 35 degrees to the right from the axis of the spine and nose of the filter appears to be embedded into the superior wall of the small vein near its entry site with the inferior vena cava. The filter was unable to be removed. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties. However the investigation is inconclusive for filter migration. Based on the provided medical records, there is no clear evidence to confirm for filter migration as it reported that the nose of the filter appears to be embedded into the superior wall of the small vein near its entry site with the inferior vena cava. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and embedded into the right renal accessory vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced stomach pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after one month, inferior vena cavography demonstrated the filter with increased tilt from the original placement. The filter had slightly migrated, tilted approximately 35 degrees to the right from the axis of the spine. The multiple unsuccessful filter retrieval attempts were performed which demonstrated the nose of the filter appears to be embedded into the superior wall of the small vein near its entry site with the inferior vena cava. Therefore, the investigation is confirmed for filter tilt, filter migration and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: labeling review: the current instructions for use states: caution: the g2 x filter should not be implanted in: ¿ pregnant patients when fluoroscopy may endanger the fetus. Risks and benefits should be assessed carefully. Precautions g2 x filter implantation: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and embedded into the right renal accessory vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.